Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low, out-of-range (oor) shock lead impedance measurement (0 ohms). Additional information indicated the patient was brought in for vector testing. All measurements were within normal range. There were no programming changes made. There have been no adverse patient effects. The device remains in service.

Manufacturer narrative:
The device was explanted and replaced for other reasons unrelated to this event. The device was returned and analyzed. A high current drain was confirmed, which likely contributed to early battery depletion (discussed in a separate report 2124215-2017-17542). The low out-of-range shock lead impedance observation discussed in this event was not confirmed in analysis.